Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump received with cracked cased case at display window corners. Insulin pump received with minor scratches on lcd window.

Event description:
The customer reported that he was unable to read anything on the screen of his insulin pump, after it got ran over and the lcd was pushed in. The customer stated the lcd screen was partially black. The customer's blood glucose was unknown. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).